Event description:
During gall bladder surgery, the surgeon noted the stent did not light up when placed in the ureters. The nurse checked the connector on the machine and found the copper connection was extremely hot. The cord was replaced and procedure completed. No injury to the pt.